Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Event description:
It was reported that approximately 10.4 months post implant of a bifurcated device, narrowing at the mid aorta affecting the bifurcated device was noted. The physician treated the patient with a 10mm express balloon expandable stent and post balloon dilatation was performed with good result. The patient tolerated the procedure well. Additional information: the patient has history of aortic occlusive disease. The aorta diameter is 13mm.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Adequate medical records and limited imaging were provided and reviewed by an internal clinical representative with the following impression: the review indicates the reported event (narrowed blood lumen/partial main body obstruction) is confirmed. The cause appears to be related to patient conditions. Review of the available records showed absence of an aortic aneurysm, which might have contributed to the stent collapse and partial main body obstruction. The patient's medical history might have also contributed to the outcome. There is no indication that the device may have caused or contributed to the event. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.